Event description:
The following information was reported: the sealant was delivered but it did not provide adequate hemostasis at the arteriotomy site. A large hematoma of over 6 cm developed after the mynx deployment in an interventional procedure where 10,000 units of heparin was given. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient's hospitalization was not mynx related. In the doctor's opinion, the event was caused by the mynx device/procedure because a hematoma developed after a 4 minutes hold. Procedure type: intervention coronary sheath size: 7f vessel type: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.